Event description:
It was reported that the patient experienced a low glucose event to 53 mg/dl while using the ilet after an earlier unannounced cereal meal that preceded a glucose rise, for which the system delivered correction doses. The event was managed with oral glucose (orange juice), and the device involved was the ilet with user interaction through its interface. Symptoms included hypoglycemia and shaking. Outcomes included no unexpected medical intervention beyond oral carbohydrate and no serious injury or impairment. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a usage problem related to improper or incorrect procedure, specifically a missed meal announcement, with no device problem found and the user interface identified as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions. Unintended use error was assessed to have contributed to the event.